Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 10 mg/dl. Customer's current blood glucose was 70 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated with carbohydrates. Troubleshooting was declined for low blood glucose. Auto mode feature was not used during the time of event. The insulin pump will not be returned for analysis. Unomed inf set, frn-unk-rsvr.